Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) started experiencing mechanical issues with the device on an unknown date, leading to a revision procedure. In a clinical evaluation the issues were not resolved with troubleshooting. The surgery was performed, and a cylinder hole with fluid loss was noted in one cylinder. The explant was difficult as it seemed that the silicone outer layer of both cylinders was torn, which left exposed the dacron fiber and tissues adhered to the device. The existing cylinders and pump were removed and replaced; the reservoir was plugged in to the new parts. Surgery results were reported as good and the patient was set to fully recover.

Manufacturer narrative:
Investigation summary: laboratory analysis confirmed the reported clinical observations of mechanical issues and cylinder damage. The observed anomalies were determined to be the likely cause of the reported clinical events. Device history record (DHR) review: DHR review confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ipp was thoroughly analyzed. The cylinders were visually and microscopically inspected, and leak tested. Avulsion tears were observed in the outer tube of both cylinders; broken fabric threads in the proximal end were noted, which is consistent with wear against the tubing. One cylinder had a leak and the other a bulge; therefore, they were not pressure tested. The pump was visually and microscopically inspected, and functionally tested. The pump failed the activation and valve deactivation test. Product analysis confirmed the reported allegations. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ipp instructions for use. Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited mechanical issues. In a clinical evaluation the issues were not resolved with troubleshooting. A revision surgery was performed, and a cylinder hole with fluid loss was noted in one cylinder. The explant was difficult as it seemed that the silicone outer layer of both cylinders was torn, which left exposed the dacron fiber and tissues adhered to the device. The existing cylinders and pump were removed and replaced; the reservoir was plugged into the new parts. No patient complications were reported.